Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had kidney failure and was on continuous renal replacement therapy immediately post left ventricular assist device (lvad) implant. They also had right ventricular failure which required a right ventricular assist device implant. Additionally, positive blood cultures were reported. On (B)(6) 2024, the patient complained of worsening abdominal pain and their lactate was elevated to 8 millimoles per liter. The patient became encephalopathic and required re-intubation. Based on a computed tomography scan there was a concern for ischemic bowel. The patient was taken to the operating room for the ischemic bowel and ileocecectomy with ileostomy was performed. The patient also had a gastrointestinal bleed that began (B)(6) 2024. Anticoagulation medication was held starting on (B)(6) 2024. The bleeding was treated with packed red blood cells. An esophagogastroduodenoscopy on (B)(6) 2024 was negative for any active bleeding. Gastroenterology looked through ostomy and saw evidence of ischemic ulceration which was the likely source of bleeding while on anticoagulation. It was reported that the lvad operated as intended throughout the hospital stay. The patient passed away on (B)(6) 2024 after care was withdrawn.

Event description:
The renal dysfunction was not related to the device or therapy. Patient was started on continuous renal replacement therapy (crrt) on (B)(6) 2024. Renal dysfunction began immediately post-op. Pressor requirements were increased. The patient did not respond to intravenous diuretic therapy in which renal function worsened. The patient had cr 2.80 at the initiation of crrt. The patient had symptoms of decreased urine output. They also had right ventricular failure which required a centrimag right ventricular (rv) assist device that was implanted on (B)(6) 2024 during the lvad operation. They had mildly reduced rv function pre-lvad implant. There were no lvad or rvad related issues that attributed to the patient¿s rv dysfunction. Additionally, the patient had 1 out of 2 blood cultures positive. A source of infection was not identified but the patient's white blood cell's were 45 and the bacteria identified was enterococcus faecium. The patient was treated with 3 different intravenous antibiotics, flagyl(metronidazole), micafungin and zerbaxa(ceftolozane). Repeat blood cultures on (B)(6) 2024 and (B)(6) 2024 were negative. The patient was still on the rvad when they passed. They did not have an autopsy and the lvad and rvad will not be returning for evaluation.

Manufacturer narrative:
Health effect - clinical code: abdominal pain (1685), encephalopathy (1833). Health effect - impact code: blood transfusion (4643). Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Multiple organ dysfunctions/failures (including right heart failure and renal dysfunction), bleeding, infection, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.